Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported a two-tone alarm was heard; telemetry not yet performed. No symptoms were reported. The patient missed their refill appointment on (B)(6) 2016. The pump was empty. The patient was contacted for a refill on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.